Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: per corevalve IFU m333396c001, stroke is identified as a potential adverse event. The physician stated a possible cause could be the delivery catheter system (dcs) embolizing a piece of tissue when passing through the calcified aortic arch. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three to four hours following the implant of this transcatheter bioprosthetic valve, the patient presented with symptoms of right-sided weakness, inability to move the right arm and leg, and dysarthria. The physician stated the stroke symptoms were likely caused by the delivery catheter system (dcs) embolizing a piece of tissue when passing through the calcified aortic arch. No treatment was reported and no further adverse patient effects were reported.